Manufacturer narrative:
Insulin pump received with operating currents within specifications. Insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No a64 alarms noted. Insulin pump received with minor scratches on lcd window.

Event description:
Customer called to report that the insulin pump alarmed rf pic failed self test. Customer's blood glucose reading was 85 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.